Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level. Customer's blood glucose value was 420 mg/dl at the time of the incident. Customer's current blood glucose level was 322 mg/dl. The customer stated that they were unable to get insulin and site was blocked and customer was assisted with troubleshooting for high blood glucose. The customer stated that the symptoms related to high blood glucose such as sweating, nausea and general pain. Customer was treated with pen. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer stated that the cannula was bent. The device will not be returned for analysis.